Manufacturer narrative:
Product received date unknown. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, objective lens stain, light guide tube aging, and insertion section wrinkled were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera bronchovideoscope is unable to display image. The event occurred during a diagnostic bronchoscope procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) the built-in ccd cable was damaged due to the stress applied to the insertion part. 2) due to the following handling, the ccd or the internal board of the scope connector is temporarily damaged. - the scope cable is attached or detached while the system is powered on - dirt and moisture adhered to the el connector contacts the event can be detected/prevented by following the instructions for use which state: 1) "do not bend, hit or twist the insertion section, control section, universal cord and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result." 2) "turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd." Olympus will continue to monitor field performance for this device.